Event description:
It was reported that the patient presented for a follow-up in clinic. Device interrogation revealed that the right atrial (ra) lead exhibited noise oversensing, resulting in inappropriate mode switching. The patient subsequently presented for a device change procedure. Pre-procedure interrogation demonstrated one episode of noise on the ra lead, and the right ventricular (rv) lead exhibited multiple episodes of non-sustained rv noise oversensing, resulting in pacing inhibition. Additionally, low sensing amplitude and failure to sense was also noted in the bipolar configuration of the rv lead. Both the ra and rv leads were capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.

Manufacturer narrative:
Correction: section d4 - primary unique device identification (UDI) number should have been (B)(4) instead of (B)(4).